Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
It was reported that the patient's left knee was revised due to mechanical loosening (clarified as the tibial baseplate 'tipping' into varus). A scorpio knee was revised to a triathlon ts knee. Rep provided revision usage and explant pictures, and confirmed that no further information will be released by the hospital or surgeon.